Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (lot 2002672082) were not returned for evaluation as they remain implanted. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a slight increase in power consumption and estimated flows starting on (B)(6) 2025, followed by a sharp increase in power consumption and estimated flows starting on (B)(6) 2025, leading to parameters above normal operating range. Additionally, 109 high watt alarms were logged since (B)(6) 2025. As a result, the reported high watt event was confirmed. Of note, information provided by the site indicated that the patient was administered anticoagulants to treat thrombus; however, the patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. D1: heartware ventricular assist system ¿ outflow graft d4: lot #: 2002672082. H3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an outflow graft (ofg) and ventricular assist device (vad) experienced high watt alarms at home, leading to hospital admission. The patient presented with hematuria, and a computed tomography (CT) scan indicated a possible thrombus inside the ofg. The patient had several subtherapeutic international normalised ratio lab levels over the last six months, with a recorded level of 1.6 on (B)(6) 2025. Elevated lactate dehydrogenase (ldh) levels were also noted. The patient was on an unknown dose of warfarin, and compliance with anticoagulation therapy was unknown. Medical treatment included the administration of anticoagulants. The ofg and vad remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - outflow graft d4: model#: 1125 / catalog#: 1125 / expiration date: 28-feb-2021 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 28-feb-2019 / h5: yes / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: lot# 2002672082 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was not a candidate for pump exchange and the thrombus was confirmed. The vad was turned off due to patient death. No additional information will be provided.